Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The instrument sequence # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit procedure, the jaws of the sureform 60 stapler instrument became stuck closed on bowel tissue. The instrument was installed on universal surgical manipulator (usm) #1. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance and was advised to use the manual release key to open the jaws; however, the jaws did not open. The tse then recommended loosening the release tabs on the instrument's housing to slightly free the instrument from the carriage and to continue trying the manual release. Due to unspecified anatomical issues, the caller was unable to perform this step. The tse subsequently advised reinserting the instrument onto usm #3 to regain control of the surgeon console manipulators with the emergency stop released. Using this approach, the surgeon was able to disengage the stapler from the tissue. There was no injury to the bowel. A follow-up was made to the customer and the reported that the issue was isolated to the instrument and not the usm arm. A backup stapler instrument was available, but the surgeon elected to convert the procedure to open surgery because he did not want any untoward incident that can potentially harm the patient and the surgeon had to finish the ileal conduit via open surgery. The patient tolerated the conversion and the procedure was completed successfully.